Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for no power. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised to insert recommended battery type and monitor the device. The customer mentioned their blood glucose levels had been as high as 449mg/dl. No further assistance or information provided.